Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. The hemogard closure was observed stuck inside a holder with no tube attached. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed relating to stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® edta 2k the cap came off and blood leaked. No injuries were reported. The following information was provided by the initial reporter: the customer reported that the cap came off and blood leaked. The user is using the product continuously. When the product was attached to the holder (made by another company) and blood was collected, the cap came off and blood got inside the holder.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® edta 2k the cap came off and blood leaked. No injuries were reported. The following information was provided by the initial reporter: the customer reported that the cap came off and blood leaked. The user is using the product continuously. When the product was attached to the holder (made by another company) and blood was collected, the cap came off and blood got inside the holder.